Event description:
It was reported that the stimulation wasn¿t working properly. The patient had breast cancer surgery about 3 months ago and they felt the surgery knocked it out of whack or something, they weren¿t sure. The patient couldn¿t increase the stimulation high enough to make it work and wanted to setup a time to meet with their health care provider (hcp). The patient had some relief in the beginning after being implanted and the patient couldn¿t tell when it changed to no relief because they didn¿t remember. The patient had dementia and alzheimer¿s disease. It was further reported that there was not a 50 percent or greater symptom reduction. The cause of the event was not determined, it was not related, and reprogramming was needed. The hcp changed programs and the patient did not change programs because they had alzheimer¿s. The patient experienced a loss of therapeutic effect and a loss of stimulation. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v765390, (B)(6) 2011, product type: lead, (B)(4).